Event description:
Customer called lfs in 2002 alleging that their one touch ultra test strips would not absorb the blood sample. Per cust. Service rep, the following info was docmented: customer was trying to perform a test and their family member could not get the strips to have a reaction. The strips would not absorb the blood to count down. Customer became unconscious and their family member and paramedics tried to get the meter to work but they also said that the strips would not absorb the blood. Paramedics finally used another meter they think an accucheck and got a result of 60mg/dl.